Event description:
It was reported that assistance was requested for an infusion set change on an ilet system using a 23-inch, 6 mm steel set with prefilled insulin cartridges, after which the user completed the change successfully and recorded a blood glucose of 240 mg/dl; the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education with successful completion of an infusion set change. Investigation included technical support troubleshooting and education regarding infusion set replacement. Investigation of this case revealed no confirmed device malfunction and no component failure, with user-related infusion set management addressed through guidance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.